Event description:
It was reported that pump was not vibrating even though all volume settings were set to vibrate. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.